Event description:
Surgeon attempted to implant a lens. The lens tore prior to insertion into the eye. No pt injury. The injector model and lot number was unknown. The cartridge model that was used mtc60c fp, lot number was unknown.